Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not adjust the temperature. It just keeps bouncing back and forth and will never level out. It will eventually over temperature itself. Cover is also chipped. Occurred during routine preventative maintenance. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 11/13/2024. H3 and h6. Codes: updated. One device was received for evaluation. The complaint was confirmed through functional testing. The device will not adjust the temperature, due to the potentiometer on the printed circuit board (pcb) being lost. The cause was the pcb was damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.